Event description:
It was reported that during a left ventricular lead replacement the lv set screw would not tighten onto the new lead. The physician cut away the connector septum and saw that the screw was not engaged in the connector threads. Attempts to reengage the set screw into the connector threads were unsuccessful. The device was explanted and replaced. The patient was in stable condition following the event.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Septum material was observed inside the atrial set screw hex cavity, preventing tightening to full torque.

Event description:
Clarification of the event: the set screw that would not tighten was the ra set screw, not the lv set screw as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.